Event description:
It was reported that the gastrointestinal videoscope had a black screen. The issue occurred during device setup. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, device evaluation found a b30 scope communication error message was displayed.a root cause could not be identified. Based on the results of the investigation, the most likely cause of the black screen and b30 error message was an electrical component failure.should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.